Event description:
It was reported, the video system center had no image obtained in combination with cv-1500. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the event occurred due to failure of the printed circuit board and circuit board. Olympus will continue to monitor field performance for this device.